Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was seen by the audiologist after experiencing a popping/ shocking sensation when using the device which began between the (B)(6) 2019 . The user was able to use the device up until the sensations began, after which he stopped wearing the audio processor. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen by the audiologist after experiencing a popping/ shocking sensation which began between the (B)(6) 2019 when using the device. The user was able to wear the device up until the sensations began, after which they stopped wearing the device. The audiologist will follow-up with the surgeon this week.